Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter: at the moment of removing the needle after venous puncture for 22g gill installation, teflon comes out adhered to the needle. (Customer reports "removing the needle after venous puncture. Teflon comes out adhered to the needle" - this could be interpreted as needle/catheter adhesion; however, the provided picture shows needle through catheter. This type of defect would also cause the needle to be stuck within the catheter and unable to remove the needle without the catheter as well. Ar code has been selected as needle through catheter with follow up task assigned for possible confirmation).

Manufacturer narrative:
To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, the insyte product showed the needle through the catheter component. As a lot number was unknown for this incident, a review of the production history records could not be completed. Based on the investigation results, it is probable that this incident resulted from product assembly, due to some failure in the vision system which allowed the faulty catheter to pass to the customer. Improvement actions for the defect of needle through catheter were implemented through a corrective and preventive action plan in september 2024. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.